Event description:
It was reported to philips that the system's host computer failed to bootup. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the procedure was completed by delay. It was reported that the host computer failed to boot up. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the host pc cmos battery has issues. Fse replaced the cmos battery followed by reseating the cables for the hard drive bay. The hard drive being full was resolved by removing patient data and previous exams with the customers approval. After the replacement of cmos battery and removing the patient data, the system was returned to use in good working order. The codes were updated based on the investigation outcome.